Manufacturer narrative:
Device was received with missing reservoir tube retainer, missing reservoir tube o ring, scratched case, minor scratched lcd window, cracked select button keypad overlay and scratched keypad overlay. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was high as 30 mmol/l. The customer treated with manual injection. The customer states that the plastic ring near the rim of reservoir compartment was coming off. Troubleshooting was performed for damaged and noticed the reservoir appear like it will lock in place but then eventually comes off. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.